Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a right atrial (ra) and right ventricular (rv) lead due to infection. Spectranetics lead locking devices (lld's) were inserted into each lead to act as traction platforms to aid in extraction. The physician chose a spectranetics 12f glidelight laser sheath to target removal of the ra lead first, but progress was stalled in the innominate vein. They then targeted the rv lead but progress stalled in the same area. The physician chose to then target removal of the ra lead using a cook medical evolution device and although made some progress down the vasculature, it stalled in front of the atrium wall. The physician then changed devices to a 16f glidelight with the device's outer sheath, and the tip of the ra lead released and was removed successfully. However, the patient's blood pressure began to drop gradually. He continued the procedure, but it continued to drop. They thought the blood pressure drop was being caused by rv lead traction, so they released the traction but the blood pressure did not recover and dropped further. Angiography revealed leakage in the superior vena cava (svc) area. Rescue efforts commenced using rescue balloon for hemostasis, but leaking persisted. At the same time, a sternotomy commenced. The svc injury was repaired; an injury was also discovered in the innominate vein and was repaired as well. During the procedure, the patient experienced ventricular tachycardia (v tach) but recovered without further rescue required. It was determined that the svc injury was 3-4mm in length, innominate vein injury was 15mm in length. After the rescue, they waited for the patient¿s status to recover, then continued the procedure using 16f glidelight to successfully remove the rv lead. The patient survived the procedure and was transferred to ICU. There was no alleged malfunction of any spectranetics devices in use during the procedure. Although a cook medical evolution device was also in use during the procedure, this report is being submitted due to the 16f glidelight device being used in the area of injury when the patient's blood pressure dropped.